Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v999674, product type lead; product ID 3487a-56, lot # va01ytf, product type lead. The extension issue was not related to the battery depletion. A separate report has been created for the extension issue. There was no serious injury. (B)(4).

Event description:
The extension issue was not associated with the battery depletion. See manufacturing report # 3007566237-2014-02538.

Event description:
It was reported that the extensions were twisted. It was noted that it was normal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID: neu_perc_extension, serial# unknown, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the ins battery was at normal end of life. It was noted that the telemetry and output were okay. Analysis of extension number 1 serial number unknown found that the extension distal end conductor was twisted in molded rubber. It was noted that #0, #1, and #3 connectors were twisted. Analysis of extension number 2 serial number unknown found that the extension distal end conductor was twisted in molded rubber. It was noted that all connectors were twisted. Analysis of extension number 3 serial number unknown found that the extension distal end conductor was twisted in molded rubber. It was noted that #0 and #3 connectors were twisted. Analysis of extension number 4 serial number unknown found that the extension distal end conductor was twisted in molded rubber. It was noted that #0 and #1 connectors were twisted.